Event description:
It is reported that the impactor broke while impacting the femoral component.

Manufacturer narrative:
Evaluation summary: inspection of the impactor pad reveals fracture through the threaded portion. Possible causes of the fracture include repeated striking off-axis or excessive force. The device was in the field for 4 years and showed wear indicative of normal use. Cause cannot be definitively determined. Device history records indicate all components were manufactured and inspected to specification.